Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) variceal banding procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands advanced only halfway down the cap upon firing and became tangled. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported as fully recovered.